Manufacturer narrative:
Investigation summary: bd received a used sample from the customer facility for investigation. The sample was evaluated and found to contain small traces of blood and deformation around the neck of the tube. Further assessment was conducted and it was determined that there was no residual vacuum remaining within the tube. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, there were no issues as all tubes drew within the required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer sample, the used tube was found to contain no vacuum. Evaluation/testing of the retain samples was also conducted and no issues pertaining to draw volume was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that a bd vacutainer® sst¿ ii advance plus blood collection tubes had a stopper that was slanted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® sst¿ ii advance plus blood collection tubes had a stopper that was slanted.